Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and was informed that the system startup did not progress. Multiple reboots were performed, but the issue was not resolved. A philips field service engineer (fse) inspected the system on-site and reinstalled the software to resolve the issue. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The reported issue is related to medical device correction z-1091-2026. The correction is planned to be implemented on the system. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.